Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, unintended stimulation, changes to the waa parameters, and the patient having another device implanted have been ruled out as potential causes. The clinical representative disclosed the implant procedure was performed following IFU and confirmed the patient did not engage in strenuous activities following the implant procedure. The stimulator is used to treat pain. The cause of the new pain is due to migration and the cause of the migration is unknown/no fault found.

Event description:
The patient reported increased pain following their implant procedure. Migration was confirmed via x-ray and a revision procedure will be scheduled.